Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. Customer stated he isn't able to push insulin through the plunger. Customer stated the insulin will push through transfer guard but when e put the set back on, insulin still would not go through. The customer was advised that the insulin pump had an occluded issue.